Manufacturer narrative:
Physio-control elevated the device and observed that the defibrillator would not charge. Physio opened the device and observed that the therapy cable assembly connector plug, p24, was disconnected from its connector jack, j23, on the therapy pcb assembly. The assemblies were re-connected and then proper operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause for the disconnection could not be conclusively determined.

Event description:
According to the reporter, the defibrillator would not charge and the device alarmed "therapy leads off" when the charge button was pressed. There were no reports of any adverse pt events as a result of the device use.